Event description:
It was reported the patient presented with unstable angina. On (B)(6) 2015, the procedure was to treat a 90% stenosed, heavily calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. After placement of an unspecified guide wire, pre-dilatation was performed with a 2.0x15mm traveler balloon dilatation catheter (bdc). An intravascular ultrasound (ivus) catheter failed to cross the lesion. A 3.0x12mm nc traveler bdc was advanced to the lesion with the aid of a guideliner and additional pre-dilatation was performed. Ivus was then performed and the vessel was measured at 3.0mm. A 3.5mm non abbott bdc was used for additional pre-dilatation. A 2.75x18mm xience xpedition stent implant was deployed without reported issue. A perforation was noted under angiogram. A review of ivus images revealed that the perforation occurred prior to the deployment of the xience xpedition stent implant; therefore, it was concluded that the perforation was caused by either the guideliner or the 3.5mm non-abbott bdc as . An attempt to seal the perforation with a perfusion balloon catheter was unsuccessful. A 2.8x16mm graftmaster stent implant was deployed without reported issue; however, the proximal portion of the perforation continued bleeding. The patient lost consciousness and blood pressure decreased due to cardiac tamponade.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As a result, a percutaneous cardiopulmonary support (pcps) pump was placed. A 3.5x16mm graftmaster stent implant was deployed, fully sealing the perforation. There was a clinically significant delay in the procedure and the patient was transferred to the critical care unit (ccu). The patient expired on (B)(6) 2015, reportedly due to the perforation. There was no additional information provided. Concomitant products: stent: 2.75x18mm xience xpedition; 3.5x16mm graftmaster. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The reported patient effects of hypotension, cardiac tamponade, and death, as listed in the graftmaster coronary stent graft system instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.